Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the distal tip is rounded. The device is worn and laser markings have faded indicating it was heavily used. This complaint can be confirmed. A batch review request to the supplier determined this device is more than 2 years old and a batch review could not be performed. Further, a review into the mitek complaints system revealed three other similar complaints from this lot of devices that were released for distribution. This device is 5 years old and due to heavy use, their failure could be attributed to normal field wear. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the customer's laterjet cannulated screw driver became tethered (stripped) in the screw half way into the joint. It was hard to back out, so another like screw was used and the same issue occurred, this screw was also removed from the patient. The surgeon used a synthes screw to complete the procedure with a two hour delay and no reported adverse patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4) however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that the customer's laterjet cannulated screw driver became tethered (stripped) in the screw half way into the joint. It was hard to back out, so another like screw was used and the same issue occurred, this screw was also removed from the patient. The surgeon used a synthes screw to complete the procedure with a two hour delay and no reported adverse patient consequences.

Event description:
The sales rep reported that the customer¿s laterjet cannulated screw driver became tethered (stripped) in the screw half way into the joint. It was hard to back out, so another like screw was used and the same issue occurred, this screw was also removed from the patient. The surgeon used a synthes screw to complete the procedure with a two hour delay and no reported adverse patient consequences.